Event description:
It was reported during reprocessing that the colonovideoscope had foreign material contamination. (The cleaning brush feels strange). There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes due to some kind of stress such as damage or deterioration of parts, operational problem, and storage problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.

Event description:
No additional information received from customer.